Event description:
It was reported by (B)(6) hospital that a tech was using an "f6" "wash-only" function on the system 83 plus, bypassing the terminal "f7" "wash- disinfect cycle. It was also determined that the "f6" safety cover was removed by operator, using the device off-label, and not following the MFR's specifications and label warning. The technician had been doing this for approx a month. Since upper and lower gi endoscopes were improperly processed in the system 83. There is low risk of disease transmission. A risk assessment has been provided to the hospital and will accompany the filing.